Event description:
It was reported that bd nexiva¿ closed IV catheter system filters are not attached. This was discovered before use. The following information was provided by the initial reporter: material no.: 383557 batch no.: 8032645 and 7347556. It was reported that the filters are not attached.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6) 2019.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7347556, and 8032645. Our records show that this is the only instance of this issue occurring in either production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The defective sample was received in the original unopened package. The samples were evaluated and the vent plug component was loose into the package, it was separate from the luer connector, and according device evaluation we can confirm the defect mentioned before. Our facility was able to duplicate the reported failure mode, and a notification of the issue has been issued to the appropriate personnel in response. Conclusion(s): this defect can be caused during the normal shipping of product or handling process.

Event description:
It was reported that bd nexiva¿ closed IV catheter system filters are not attached. This was discovered before use. The following information was provided by the initial reporter: material no.: 383557, batch no.: 8032645 and 7347556. It was reported that the filters are not attached.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8032645. Medical device expiration date: 2021-01-31. Device manufacture date: 2018-02-15. Medical device lot #: 7347556. Medical device expiration date: 2020-12-31. Device manufacture date: 2018-01-24. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system filters are not attached. This was discovered before use. The following information was provided by the initial reporter: material no.: 383557, batch no.: 8032645 and 7347556. It was reported that the filters are not attached.